Event description:
It was reported that implant broke on insertion, during a proximal chevron. The surgeon was on final rotation and the screw broke off leaving the screw fully seated into the bone with the head of screw stuck on k-wire and driver. Screw was left in place and procedure completed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not given. Based on the information provided, the most likely cause(s) of this event include improper bone preparation, leveraging the implant during insertion, or over-insertion. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.